Event description:
It was reported the light source tower from the u1 has displayed the error message "communication error b30". The event happens during procedure. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.